Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily tortuous, moderately calcified, 90% stenosed mid left circumflex. The 3.0x15 mm nc trek was advanced for pre-dilatation without resistance; however, on the third inflation, the balloon ruptured at 18 atmospheres. A non abbott balloon and a xience xpedition stent delivery system were used and the procedure was completed without issue. There was no reported resistance during removal of the protective sheath. There was no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.